Event description:
It was reported that the cysto-nephro videoscope was cleaned 3 times the spot cannot be removed from the scope, it is about an inch inside of the scope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.